Event description:
Skin surrounding surgical wound appears red and inflamed. Patient had procedure with wound closure supply on [date redacted]. Patient called on [date redacted] - 4 days later, with complaint of rash and inflammation.